Event description:
Eight years following intraocular lens (iol) implant surgery, consumer reports that she has never been satisfied with the results. She reports halos and starbursts that make driving at night difficult. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/04/2008 by fax and email. A completed questionnaire has not been received.